Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that while in a case the breakout box (em instrument interface box) would not connect. The manufacturer representative (rep) tried to reboot the system without success. The emitter icon was blacked out and would not let them go in and turn it on or off. They brought in a different navigation system to complete the case. There was less than an hour delay in the procedure. No impact on patient outcome. Update from the rep stating that after replacing the em controller the break out box was able to connect with no faults with the new controller, but the emitter would connect for about 3 seconds before going to "faulted". This issue occurred with more than on emitter. Rebooting did not resolve the issue.

Manufacturer narrative:
Two controllers were returned to the manufacture for evaluation. After functional testing and visual/physical examination after the first controller the reported issue could not be confirmed. The controller was tested and tracked instruments for over 60hrs without issues. No faults were displayed. Eval code method is associated with this analysis. Eval code result is associated with this analysis. Eval code conclusion is associated with this analysis. The second controller was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The controller was tested and found to fault when connected to bench test station. The screen displayed a controller and tca fault and would not track any tools. When tested with emtest, the controller would connect and display tool tacking info and not display any faults. An electrical error was observed. Eval code method is associated with this analysis. Eval code result is associated with this analysis. Eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction made and additional information added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative (rep) stating they were able to replicate the issue when they were at the site. The breakout box showed faulted in the software and the emitter status was off and greyed out. The rep did not notice any damage on any of the connectors or cables. They were sending a replacement em controller. After replacing the em controller the breakout box (instrument interface box) was able to connect with no faults with the new controller, but the emitter would connect for about 3 seconds before going to "faulted". This occurred with more than one emitter. Reboot did not resolve.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735824, serial/lot #: (B)(4); product ID: 9735824, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.